Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which prevented the same malfunction code from recurring. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.